Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, core was detached from the catheter after withdrawing. The procedure was completed using the original device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, core was detached from the catheter after withdrawing. The procedure was completed using the original device. There were no patient complications. It was further reported that the target lesion was located in the non-calcified and non-tortuous right coronary artery (rca). An imaging issue occurred after placement in the lesion and before pullback. No detachment occurred and the device completely removed from the patient.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product record review. According to the event information, the motor drive unit (mdu) was on during the insertion of the device into patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition could contribute to causing a failure that led to a decrease in image quality or a total loss of image. According to the instruction for use indications, the mdu shall remain off when inserting the device into patient. Additionally, batch record review concluded that no manufacturing deviations were identified during the manufacturing process that could have contributed to the reported issue.